Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat restenosis in the distal left anterior descending (lad) artery with heavy tortuosity, heavy calcification and 90% stenosis, a perforation was caused by other unspecified devices in the lad. Though pre-dilatation was performed, a 2.8x19 rx graftmaster stent system could not cross the lesion due to the heavy calcification and heavy tortuosity to treat the perforation. The 2.8x19 rx graftmaster stent system was replaced with a new same size rx graftmaster stent system to treat the perforation and complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.